Event description:
It was reported that the customer dropped the pump and the pump touch screen was cracked. Reportedly, the pump was still functional and the customer's blood glucose level was 170 mg/dl. Customer continued to use the pump for insulin therapy. This event is being reported based on the evaluation of the returned device. During evaluation, it was confirmed that the touch screen was unresponsive.